Event description:
Additional information received indicated surgical intervention was undertaken and the ipg was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. The patient last charged the device approximately two months prior. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.